Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 4.0cm to 4.6cm and 5.0cm to 6.3cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.